Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had suspend alarm anomaly. Customer stated that the insulin pump suspended on its own without alarms in the history. Customer's blood glucose was 218 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump communicated properly to the test transmitter and the glucose sensor simulator. No low suspend alarm was noted during the test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.